Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range and it has been increasing gradually for six years. The technical services (ts) review the data and indicated that there were no noisy signals on the electrogram (egm) neither rv counters at high rate. This behavior could be related to a clinical patient condition or a lead calcification. Nevertheless, the ts recommended actions to verify system is intact. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Follow up report 2 (correction): this report is being submitted to update field h11, regarding UDI information. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances out of range and it has been increasing gradually for six years. The technical services (ts) review the data and indicated that there were no noisy signals on the electrogram (egm) neither rv counters at high rate. This behavior could be related to a clinical patient condition or a lead calcification. Nevertheless, the ts recommended actions to verify system is intact. This rv lead remains in service. No adverse patient effects were reported.